Manufacturer narrative:
The pump was received with unresponsive act and esc buttons due to corroded keypad traces. No button error alarms or scrolling numbers on the display noted. The pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported unresponsive buttons of the insulin pump. The blood glucose reading is 113 mg/dl. Nothing further reported.